Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was recently implanted, and that the patient had received inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. Shock therapy was exhausted during the episode. The field representative discussed with boston scientific technical services (ts) possible programming options to avoid inappropriate shocks in the future, and programming changes to the detection enhancements were then made. It was reported that the patient forgot to start his beta blockers post implant; the physician reminded the patient of the importance of continuing with the prescribed medication. No adverse patient effects were reported.